Event description:
The surgeon inserted versanail tibial and 10mm end cap, but he decided to replace the end cap to 15mm, so he tried to unscrew the 10mm end cap, but the t-handle got loose (the handle part and the shaft) and he could not. Surgery was delayed by 15-20 minutes.